Event description:
This event was reported as valve explanted due to infection of mycobacterium chelonae or fortuitum. The hospital is currently having the organism identified by an outside lab. The pt was successfully reoperated and ok; however; the pt experienced a cerebral hemorrhage and long pump time. The pt reportedly is doing well. No further info was provided.